Event description:
The patient had a PICC line and an evd (external ventricular drain) line in place. The patient was in the MRI suite for an exam with contrast. The radiology tech intended to inject the contrast dye into the PICC line. Instead, the tech accessed the evd port and injected the dye into the evd system. The evd system was set up to drainage. Contrast dye was inadvertently injected into both the brain and the drainage bag. The event was discovered immediately. The physician was notified. MRI images indicate that some dye was present in the brain ventricles. The patient was monitored closely and had no adverse reacations. The plan of care did not change and there was no patient harm. This event is an unintended luer misconnection. The tubing on the evd system near the port is clearly marked and highlighted yellow to bring attention to the port and its intended use. However, the syringe luer has no engineered properties that physically prevent the luer connection. In this case, the radiology tech did not trace the line to its origin. Because the patient was on the MRI table, all lines, both the PICC line and the evd line, were positioned up torward the patient's head. The injection ports on the PICC line are visually similar to the port on the evd system except that the evd system has bright yellow marking on the tubing leading up to and coming away from the evd port.all staff involved in this event are experienced in performing an MRI with contrast. It is more common to have a patient with an IV line or PICC line in the radiology department than it is to have a patient with an evd. There was a false sense of reassurance that the port was correct. We have changed our practice to require all techs to trace the line to its source of origin before injecting dye. We have not had an event like this in the past.